Event description:
Procedure: urological/gynecological. According to the reporter: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries. Additional information from the importer report: it was reported in the pt's medical records that as a result of having the product implanted, the pt has experienced extrusion and erosion of mesh resulting in dyspareunia, vaginal cramping, and pain.

Manufacturer narrative:
Additional information: (B)(6) 2012, device info: avaulta anterior biosynthetic support system, catalog # 486010,(B)(6). (B)(4).